Event description:
It was reported that the 9800 system had no image displayed on the right monitor and there was a keyboard error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The keyboard, control panel processor, and the monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service.